Event description:
On (B)(6) 2013, the patient¿s mom contacted animas on behalf of the patient to report that the patient has been hospitalized 3 times this year for dka due to a possible inaccurate insulin delivery issue. Over the past 3 days, the patient had large ketones and symptoms of nausea, vomiting, shortness of breath and abdominal pain. The patient¿s doctor took the patient off of insulin pump therapy and placed her on the backup plan. Troubleshooting indicated that there was no leaking, bubbles, or bent cannula issues. The reporter smelled insulin at the site but could determine if there was a leakage or residue insulin from the removal of the infusion set. The time and date was set correctly. There was no product misuse. The basal and advance setting were programmed accordingly. The alleged inaccurate insulin delivery issue could not be resolved. This complaint is being reported because the patient was hospitalized 3 times while the subject pump has a questionable insulin delivery issue.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history shows the basal was delivered on (B)(6) 2013 and the last bolus was on (B)(6) 2013. History shows pump was not in use between (B)(6) 2013, 12:50 or between (B)(6) 2013 and between (B)(6) 2013. There were no associated alarms noted in the alarm history; only typical usage observed. Tdd history is accurate when comparing delivered basals and bolus. The pump was tested on a (B)(4) hour flow test; the pump passed the required test and was found to be delivering within the specifications and delivering accurately. Investigators were unable to duplicate the reported complaint. There was no defect found.